Manufacturer narrative:
Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. According to the literature review, it has been suggested that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the exact cause of the patient prosthesis mismatch is unknown but may be related to the placement of the 20mm sapien 3 ultra valve within a pre-existing 21mm surgical valve along with the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, approximately 1 year, 10 months post successful transfemoral tavr the 20mm sapien 3 ultra valve was explanted and replaced with a surgical valve. The reason for the explant was patient prosthesis mismatch. Tte performed prior to valve explant revealed a peak aortic valve velocity of 416 cm/s, mean gradient across the valve of 39 mmhg, and eoa of 0.85. Records received specifically state, ''elevated velocities due to severe patient prosthesis mismatch."